Event description:
Customer alleges that after taking the second pulmonary biopsy in the central area of the lung, the jaw detached when transferring the biopsy to the pot. The procedure was not performed under fluoroscopy.